Event description:
It was reported that the patient presented for a routine follow up in clinic. The pulse generator exhibited backup vvi mode. The device was explanted and replaced. The patients condition was fine post procedure.